Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the customer¿s reported issue. The ventilator was tested with a known good ac adapter and known good patient circuit connected. During the extended tests, the ventilator was observed to deliver more breaths per minute than the set breaths per minute that the limit was set to. Bench testing revealed a malfunctioning flow sensor was creating the malfunction. Carefusion replaced the flow sensor to address the reported issue.

Event description:
It was reported to carefusion that after 30 minutes of normal operation, the ventilator began to stack breaths. The incident occurred during clinical training while connected to a test lung. There was no patient involvement associated with this event.